Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent treatment for a compressed gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) with restricted blood flow in the left common iliac artery (cia). Patient had existing 8mm x 39mm (right right) and 8mm x 59mm (left iliac) vbx devices in cia implanted in (B)(6) 2025. On an unknown date a post op scan was performed and the physician noticed blockage, compression in left vbx device. He wanted to extend the vbx up into the aorta because of progressive disease as well as the vbx on the left wasn't fully expanded when implanted back in (B)(6), due to calcification. On (B)(6) 2025, he extended up with another 8mm x 39mm (left cia) and an 8mm x 59mm (right cia) and then post dilated with a 10x2 mustang balloon on distal ends (in aorta). After pta we noticed the ring separation although there was no extravasation, the polytetrafluoroethylene (ptfe) seemed intact. He used ivus to get post dilatation images where this area was clearly compressed even though the rest of the vbx device was widely patent. He put a bms balloon expandable across this section. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. The reported failure mode related to stent-graft compression could not be confirmed in the imaging evaluation, and the root cause cannot be independently established. The failure mode related to deployed stent diameter is less than intended, was confirmed in the imaging evaluation statement "ivus catheter appears to be within a stent that is not uniform in shape".